Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that somewhere close to the connecting leads, if bent a certain way, power can be lost causing the pump to stop.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.